Manufacturer narrative:
The product analysis indicates the reported issue of overheating could not be verified. A pre-repair temperature test could not be performed due to a broken connector. The seals were worn. The bearings and motor were corroded due to dried saline. The seal, bearings, motor, and cable were replaced. The handpiece was repaired, cleaned, and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer (biomedical engineer) reported that preoperative, the connector was broken and the handpiece overheated quickly.